Event description:
Procedure type: laparoscopy. Pt gender: unk. According to the rptr: the needle was inserted and the safety spring did not work causing the device to puncture the bowl. No other problems reported. Pt discharged on may 7 in stable condition. No other info provided. No pt injury was reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.